Event description:
It was reported that the attain balloon catheter would not inflate during routine pre-operative check. The catheter was not used.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found.